Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The helix was unable to extend for placement after attempting to position the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.